Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t1 of the fast fix did not go down and was not implanted in the patient when the first point was passed, no damage caused, the patient's health condition is stable. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported. Results of investigation found that the t1 is missing the tip.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 was missing the tip. The suture knot is tightened down. The actuator is in the pre-t2 position. Bio debris was present. A functional evaluation was performed on the returned device and found the actuator cycled as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation, based on this investigation, the need for corrective action is not indicated.